Event description:
The customer reported a blacked-out image during maintenance of an olympus xenon light source. No patients were involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.